Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in problem description, replacement of the monitoring circuit board during testing solved the issue. Monitoring circuit board was determined as defective and in need of replacement. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to monitoring circuit board. The correction of field h6 adverse event problem and evaluation codes - medical device - problem code was required. This is based on the internal evaluation. Previous medical device - problem code: electrical /electronic property problem/power problem///3010 . Corrected medical device - problem code: output problem///3005.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).